Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025 a patient reported being in the emergency room at maasstad hospital rotterdam maasstadweg 21 3079 dz rotterdam (providers: dr raadsen and dr. Huijbendue) with hyperglycemia. The patient's blood glucose levels reached 36.4 mmol/l (655 mg/dl) while wearing the pod between 25 and 36 hours. The pod was leaking insulin. The patient experienced symptoms including urine ketones 3+, not feeling well, and being scared. The patient had given themselves 5 units of novorapid insulin and changed the pod at home prior to going to the hospital. In the emergency room the patient was treated with 12 units of long-acting lantus via manual insulin injection. The patient was released from the emergency room 1.5 hours later when their blood glucose had decreased to 26 mmol/l (468 mg/dl).